Event description:
0908 - liquid coolant deficient. Service called stat. Engineer responded immediately. Performed soft boot of equipment and was able to proceed momentarily. Equipment "chirping." Unable to continue procedure until engineer arrival at 0940. Equipment functioning and procedure resumed at 1005.